Event description:
It was reported that the patient presented in the clinic for the generator change procedure. Prior to the procedure, the pacemaker failed to be interrogated. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with normal output and limited telemetry communication. The battery voltage was found at the elective-replacement level. Longevity assessment found the device was implanted beyond its projected longevity. After resetting the power, the device regained normal inductive and rf telemetry communications and the telemetry communication difficulties could not be reproduced. There were no device anomalies found that could contribute to the reported events.